Event description:
It was reported, that the previous inflatable penile prosthesis was removed, due to infection. A new implant was implanted at this operative session. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
B3. Actual event date is unknown. There was no device available for analysis. Therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.